Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to pop, constipation and sui. It was reported that following insertion the patient experienced infection, recurrence, bleeding, neuromuscular problems, vaginal scarring and urinary/bowel problems. On (B)(6) 2007 the patient underwent closure of anterior colporrhaphy, posterior repair and meshes revision/partial removal on due to recurrent pop and mesh exposure.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 8/10/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced uti, incontinence, scarring, urinary urgency, and vaginal discharge.